Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The actual date the incident occurred is unknown. The date entered in section b.3 is based off the customer reporting the event occurred in october. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a53 5g with android operating system version 13. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where he/she was treated with intravenous glucose. Customer further reported a laboratory result of 120mg/dl was obtained, although the time of this reading is unknown in relation to the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed. The customer reported incorrect sensor readings. Attempted to replicate the customer's complaint using similar configurations of (samsung galaxy s20 fe 5g, android 13, 2.10.1.10406) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a53 5g with android operating system version 13 , app version 2.10.1.10406. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where he/she was treated with intravenous glucose. Customer further reported a laboratory result of 120mg/dl was obtained, although the time of this reading is unknown in relation to the treatment. There was no report of death or permanent impairment associated with this event.